Manufacturer narrative:
To simulate the user environment, simulated ablation tests were performed with multiple catheters to note for any non-conformances. All tests performed were within specification and no issues were found as impedance levels were acceptable and no error messages were displayed throughout testing. Based on test results it is concluded that the generator did not malfunction or perform differently from what was expected. It was also noted that the grounding pad used was conmed thermoguard pad which is not one of the recommended grounding pads listed in the IFU. As stated in the IFU, "use of the 3m brand indifferent electrode is recommended with the ibi 1500t9 generator."

Event description:
It was reported that the generator was involved in a case where the pt experienced burns at the grounding pad.